Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006. Following the procedure, the patient experienced pain. The patient had severe pain in the bladder, abdomen and vagina. The mesh felt like a very tight band at the anterior of the vagina and an impression into the bladder. There were no perforations or erosions. The patient underwent a procedure to remove most of the mesh on (B)(6) 2013 without complications. The current condition of the patient is stable. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.